Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. The technical services (ts) performed troubleshooting options, discussed suspected causes and recommended a x ray. The x ray was performed, and it revealed that this electrode was not fully inserted on the header. The system was reprogrammed, the patient will be in continue monitoring. This electrode remains in service. No adverse patient effects were reported.